Manufacturer narrative:
Corrected: d1, d4 (serial) hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since echo confirmed pump was shallow & hemolysis was improved significantly after repositioning of the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right axillary artery in a 75-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease. The care team notified field support of red-tinged urine, and plasma-free hemoglobin (pfhgb) was 330 mg/dl. Echocardiography was ordered, and the impella inlet was noted to be 2.3 cm from the aortic annulus. The device was advanced to 3.4 cm under echocardiographic guidance. Impella flows were weaned from performance level p-8 to p-7. Urine appearance improved significantly, and pfhgb decreased to 40 mg/dl the next morning. The patient survived to explant. The reported hemolysis requiring device repositioning is consistent with hemocompatibility-related events that may occur in the setting of mechanical circulatory support and may be influenced by factors such as device position, underlying cardiogenic shock physiology, hemodynamic instability, renal dysfunction, and anticoagulation status.